Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure mode or patient injury. The medical records provided were limited to the patient's implant operative report and implant tracking log only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence. The patient underwent a pubovaginal sling procedure using a bard soft mesh. The attorney alleges the patient experienced unspecified adverse patient outcomes associated to use of the device.